Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13975. It was reported that the patient's leads migrated, low impedances were measured at one of the leads, the system could not enter into MRI mode, and the patient reported ineffective therapy. Surgery occurred to address the issue, wherein one lead was repositioned, and one lead was explanted and replaced, which addressed the issues. It is unknown which lead had the low impedances, so both are being reported for the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.